Event description:
A peritoneal dialysis (pd) patient reported having peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2023 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic presented with no growth in the culture and a wbc count of 815/mm3. The patient was diagnosed with peritonitis due to unknown etiology. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin and ip ceftazidime (dosages, frequencies and duration of both antibiotics unknown). The patient recovered from this event following completion of antibiotic therapy at home. It was confirmed, though the root cause of this patient¿s adverse event remains unknown, there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient remained on ccpd therapy on the same liberty select cycler throughout the treatment course and into the present.